Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was dislodged. The lead was explanted and replaced successfully. The patient was reported asymptomatic prior to the procedure and stable and well at the post-op check.